Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings:a review of the black box showed evidence of short battery life associated with a sudden voltage drop, leading to a ¿low battery¿ warning and ¿replace battery¿ alarms on 01/01/2015. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. Investigation revealed moisture corrosion in the battery compartment. The battery compartment was found to be cracked. The pump failed leak testing due to a battery compartment leak. The pump powered on normally and current draws were within specifications. The complaint of short battery life could not be duplicated on investigation. The pump cover was removed and there was no further moisture corrosion observed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging short battery life and moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.